Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. In addition, it was noted the facility returned two (2) additional device with the same model with this subject device. Follow up is in progress regarding the event reported and the two additional device that were returned which was not included on the initial report of the customer. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported , "device pk-cf0533 is broken". Reporter stated "the piece broke off already in the bag and not with the patient" . The issue found at preparation for use. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, one part of the jaws was broken off and the cable to plug into the generator was cut so it was unable to be plugged in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to user mishandling along with excessive force being applied to the device. However. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "when the ¿latch slide¿ is in the unlocked or off position, maintain pressure on the forceps grip in order for the jaws to remain closed, ..and if using the forceps jaws and shaft of the instrument to leverage tissue, ensure the forceps jaws are closed to prevent deformation of the forceps jaws." In addition, page 4 of the IFU states, "during the procedure, check the device and cord/ cable regularly for damage. Disconnect the device from the generator by grasping the electrical connector. Do not pull on the cord or cable." Olympus will continue to monitor field performance for this device.